Event description:
Infection in knee [joint infection] ([knee pain], [effusion (l) knee], [swelling of l knee]). Could not walk/could hardly walk/still can't walk on left leg [unable to walk]. Could not walk or bear weight on knee/can't put weight on left leg [weight bearing difficulty]. Felt like someone was squeezing and twisting the muscles around knee [muscle discomfort]. Aspirated 80 cc of fluid off my knee that had a green tint of it [synovial fluid color]. Case narrative: initial information received from united states on 20-sep-2018 regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) female patient who experienced infection in knee, knee was swollen again (latency: unknown), could not walk/could hardly walk/still can't walk on left leg, could not walk or bear weight on knee/can't put weight on left leg, felt like someone was squeezing and twisting the muscles around knee (latency: 2 days), aspirated 80 cc of fluid off my knee that had a green tint of it (latency: 5 days) while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient reported that before injection the knee hurt and had two bad knees. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included cortisone. Patient reported that hylan g-f 20, sodium hyaluronate was prepared ahead of time and something was sprayed to numb the knee before injection. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, injection in left knee at an unknown dose and frequency for unknown indication (lot number: unknown). On the same day, patient received cortisone in the other (right) knee. Physician did not use an ultrasound while administering the hylan g-f 20, sodium hyaluronate injection, he palpated and pushed around and then just stuck the needle in the knee. On (B)(6) 2018, two days later, patient could not walk or bear weight on the knee. It felt like someone was squeezing and twisting the muscles around knee and patient could hardly walk (latency: 2 days). On (B)(6) 2018, patient could not take the pain anymore (latency: 3 days), so she called the doctor who told her to rest, ice and elevate the knee and take diphenhydramine hydrochloride (benadryl). On (B)(6) 2018, patient went to the physician's office and they worked her in. Patient's knee was so full of fluid (latency: 5 days). Physician aspirated 80 cc of fluid off my knee that had a green tint to it (latency: 5 days). They ran the fluid that they drew off for gram stain cultures and uric crystals. No gout was diagnosed. Patient also had a high wbc (white blood cell) count of 16 (latency: 5 days), which typically run high and had a wbc count of 11. Patient's sedimentation rate and lymphocyte and rbw (red cell distribution width) were messed up (latency: 5 days). On (B)(6) 2018 of that same week, patient couldn't take the pain anymore. The knee was swollen again (latency: unknown). Patient went back to the office and more fluid was pulled again. Patient asked about original blood work and was told that the results were not back yet. Evidently the original sample got lost. On (B)(6) 2018, patient was still in pain and called the office again. Patient thought they were tired of complaining so much that they told her to go to the hospital. On (B)(6) 2018, patient went to the hospital. There more fluid off my knee was pulled off but they weren't going to numb it before draining it. There was no way that patient was going to let them do that because patient was in so much pain. It hurt too much. They said that they didn't have a numbing agent in the hospital. The personal assistant said that she didn't see an infection but stated that every time they poke the knee and enter the knee with a syringe it would increase the risk of infection. They were going to clean the leg out then, but patient was hysterical. Patient left the hospital and went home. On (B)(6) 2018, patient went back to her doctor's office and they were upset with her because they could tell that patient had an infection in the knee (latency: unknown). They put patient back in hospital. On (B)(6) 2018, they did a knee scope. Patient's paperwork from my visit stated that patient was placed in supine position and medial two influx and out were done-irrigation and debridement of knee. There were 7 bags of 21 l fluids used to clean out the knee. Patient was put on antibiotics. On (B)(6) 2018, patient left hospital. It was reported that patient had a 'pic' put in (latency: unknown) and had two weeks of people coming to the home to take blood work from her and patient had to give herself ivs for 6 hours daily for two weeks. Patient couldn't roll over because the pic in vein and couldn't lay on left side as that is the side with the hurt knee. This was a very big ordeal for patient. Patient suffered so much. No one at physician's office was doing anything about this. Patient's white blood cells came back to normal finally. Patient was in physical therapy, but still can't walk on left leg. It hurts all the time. Patient can't put weight on it. Patient was still using a walker. Final diagnosis was felt like someone was squeezing and twisting the muscles around knee, could not walk or bear weight on knee/can't put weight on left leg, could not walk/could hardly walk/still can't walk on left leg, couldn't take the pain/knee hurt, aspirated 80 cc of fluid off knee/pulled out more fluid again, sed rate and lymph and rbw were messed up, high white blood cell count of 16, knee full of fluid, knee was swollen again, had a pic put in vein and infection in knee. Patient reported that after the experience, she would not get the other 2 injections of hylan g-f 20, sodium hyaluronate. Action taken: drug withdrawn. Corrective treatment: knee scope, unspecified antibiotics, irrigation and debridement of knee for infection in knee; physical therapy, walker user for could not walk/could hardly walk/still can't walk on left leg; not reported for rest of the events. The patient outcome is reported as unknown for felt like someone was squeezing and twisting the muscles around knee; not recovered for rest of the events. A product technical complaint (ptc) was initiated on 24-sep-2018 for synvisc. Batch number: unknown; local ptc number: (B)(4); global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization and intervention required for infection in knee; disability for could not walk/could hardly walk/still can't walk on left leg. Additional information was received on 24-sep-2018. Global ptc number and its results were added. Text amended accordingly.

Event description:
Infection in knee/ pic line for infection/infection [joint infection] ([knee pain], [effusion (l) knee], [swelling of l knee]). Could not walk/could hardly walk/still can't walk on left leg/ still not walking [unable to walk] . Surgery [knee surgery nos]. Could not walk or bear weight on knee/can't put weight on left leg [weight bearing difficulty]. Felt like someone was squeezing and twisting the muscles around knee [muscle discomfort]. Aspirated 80 cc of fluid off my knee that had a green tint of it [synovial fluid color] destroyed my knee [joint disorder]. Case narrative: initial information received from united states on 20-sep-2018 regarding an unsolicited valid serious case received from patient. This case involves a 60 years old female patient who experienced infection in knee/pic line for infection, knee was swollen again (latency: unknown), could not walk/could hardly walk/still can't walk on left leg/still not walking, could not walk or bear weight on knee/can't put weight on left leg, felt like someone was squeezing and twisting the muscles around knee (latency: 2 days), aspirated 80 cc of fluid off my knee that had a green tint of it (latency: 5 days) , destroyed my knee(latency: unknown), surgery (latency: unknown) while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient reported that before injection the knee hurt and had two bad knees. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included cortisone. Patient reported that hylan g-f 20, sodium hyaluronate was prepared ahead of time and something was sprayed to numb the knee before injection. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, injection in left knee at an unknown dose and frequency for unknown indication (lot number: unknown). On the same day, patient received cortisone in the other (right) knee. Physician did not use an ultrasound while administering the hylan g-f 20, sodium hyaluronate injection, he palpated and pushed around and then just stuck the needle in the knee. On (B)(6) 2018, two days later, patient could not walk or bear weight on the knee. It felt like someone was squeezing and twisting the muscles around knee and patient could hardly walk (latency: 2 days). On (B)(6) 2018, patient could not take the pain anymore (latency: 3 days), so she called the doctor who told her to rest, ice and elevate the knee and take diphenhydramine hydrochloride (benadryl). On (B)(6) 2018, patient went to the physician's office and they worked her in. Patient's knee was so full of fluid (latency: 5 days). Physician aspirated 80 cc of fluid off my knee that had a green tint to it (latency: 5 days). They ran the fluid that they drew off for gram stain cultures and uric crystals. No gout was diagnosed. Patient also had a high wbc (white blood cell) count of 16 (latency: 5 days), which typically run high and had a wbc count of 11. Patient's sedimentation rate and lymphocyte and rbw (red cell distribution width) were messed up (latency: 5 days). On (B)(6) 2018 of that same week, patient couldn't take the pain anymore. The knee was swollen again (latency: unknown). Patient went back to the office and more fluid was pulled again. Patient asked about original blood work and was told that the results were not back yet. Evidently the original sample got lost. On (B)(6) 2018, patient was still in pain and called the office again. Patient thought they were tired of complaining so much that they told her to go to the hospital. On 04-aug-2018, patient went to the hospital. There more fluid off my knee was pulled off but they weren't going to numb it before draining it. There was no way that patient was going to let them do that because patient was in so much pain. It hurt too much. They said that they didn't have a numbing agent in the hospital. The personal assistant said that she didn't see an infection but stated that every time they poke the knee and enter the knee with a syringe it would increase the risk of infection. They were going to clean the leg out then, but patient was hysterical. Patient left the hospital and went home. On (B)(6) 2018, patient went back to her doctor's office and they were upset with her because they could tell that patient had an infection in the knee (latency: unknown). They put patient back in hospital. On (B)(6) 2018, they did a knee scope. Patient's paperwork from my visit stated that patient was placed in supine position and medial two influx and out were done-irrigation and debridement of knee. There were 7 bags of 21 l fluids used to clean out the knee. Patient was put on antibiotics. On (B)(6) 2018, patient left hospital. It was reported that patient had a 'pic' put in (latency: unknown) and had two weeks of people coming to the home to take blood work from her and patient had to give herself ivs for 6 hours daily for two weeks. Patient couldn't roll over because the pic in vein and couldn't lay on left side as that is the side with the hurt knee. This was a very big ordeal for patient. Patient suffered so much. No one at physician's office was doing anything about this. Patient's white blood cells came back to normal finally. Patient was in physical therapy, but still can't walk on left leg. It hurts all the time. Patient can't put weight on it. Patient was still using a walker. During the hospitalization, it was reported by patient that doctor did her surgery for the cleaning out her left knee. It was washed to remove any trace of infection. Final diagnosis was felt like someone was squeezing and twisting the muscles around knee, could not walk or bear weight on knee/can't put weight on left leg, could not walk/could hardly walk/still can't walk on left leg, couldn't take the pain/knee hurt, aspirated 80 cc of fluid off knee/pulled out more fluid again, sed rate and lymph and rbw were messed up, high white blood cell count of 16, knee full of fluid, knee was swollen again, had a pic put in vein and infection in knee. Patient reported that after the experience, she would not get the other 2 injections of hylan g-f 20, sodium hyaluronate. Patient reported that on an unknown date this shot destroyed her knee and she was only 61 years old. She reported that she was still on crutches or walker and had a pic line for infection, not to mention the pain that she went through. She said she had spent (B)(6) out of pocket and had to cancel her vacation in the fall due to this. She was still on rehab and it had taken time to get strength back in her leg. It was reported that as of (B)(6) 2018, patient still used crutches to walk. She was still having pain in the left knee. It was also reported that patient was always in pain. As per follow up report, the patient was prescribed ibuprofen 800 mg as per needed and was put on oxycodone for a few days. Action taken: drug withdrawn. Corrective treatment: knee scope, unspecified antibiotics, irrigation and debridement of knee for infection in knee; physical therapy, walker user for could not walk/could hardly walk/still can't walk on left leg/still not walking; not reported for rest of the events. The patient outcome is reported as unknown for felt like someone was squeezing and twisting the muscles around knee and destroyed my knee; not recovered for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: unknown; local ptc number: 58327; global ptc number: 55673. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization and intervention required for infection in knee, surgery; disability for could not walk/could hardly walk/still can't walk on left leg/still not walking. Additional information was received on 24-sep-2018. Global ptc number and its results were added. Text amended accordingly. Additional information received on 14-dec-2018 from the patient. New event of destroyed my knee added. Event verbatim updated for experienced infection in knee to experienced infection in knee/pic line for infection and could not walk/could hardly walk/still can't walk on left leg to could not walk/could hardly walk/still can't walk on left leg/still not walking. Clinical course updated, and text amended accordingly. Additional information was received on 19-dec-2018 from the patient. Event of surgery was added. Event verbatim for infection in knee/pic line for infection was updated to infection in knee/pic line for infection/ infection. Treatment updated and clinical course updated. Text amended accordingly.

Event description:
Infection in knee/ pic line for infection/infection [joint infection] ([knee pain], [effusion (l) knee], [swelling of l knee]) could not walk/could hardly walk/still can't walk on left leg/ still not walking [unable to walk] surgery [knee surgery nos] could not walk or bear weight on knee/can't put weight on left leg [weight bearing difficulty] felt like someone was squeezing and twisting the muscles around knee [muscle discomfort] aspirated 80 cc of fluid off my knee that had a green tint of it [synovial fluid color] destroyed my knee [joint disorder]. Case narrative: based upon additional information received on 07-feb-2019 from physician, this case became medically confirmed. Initial information received from united states on 20-sep-2018 regarding an unsolicited valid serious case received from patient. This case involves a 60 years old female patient who experienced infection in knee/pic line for infection, knee was swollen again (latency: unknown), could not walk/could hardly walk/still can't walk on left leg/still not walking, could not walk or bear weight on knee/can't put weight on left leg, felt like someone was squeezing and twisting the muscles around knee (latency: 2 days), aspirated 80 cc of fluid off my knee that had a green tint of it (latency: 5 days) , destroyed my knee(latency: unknown), surgery (latency: unknown) while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient reported that before injection the knee hurt and had two bad knees. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included cortisone. Patient reported that hylan g-f 20, sodium hyaluronate was prepared ahead of time and something was sprayed to numb the knee before injection. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, injection in left knee at an unknown dose and frequency for unknown indication (lot number: unknown). On the same day, patient received cortisone in the other (right) knee. Physician did not use an ultrasound while administering the hylan g-f 20, sodium hyaluronate injection, he palpated and pushed around and then just stuck the needle in the knee. On (B)(6) 2018, two days later, patient could not walk or bear weight on the knee. It felt like someone was squeezing and twisting the muscles around knee and patient could hardly walk (latency: 2 days). On (B)(6) 2018, patient could not take the pain anymore (latency: 3 days), so she called the doctor who told her to rest, ice and elevate the knee and take diphenhydramine hydrochloride (benadryl). On (B)(6) 2018, patient went to the physician's office and they worked her in. Patient's knee was so full of fluid (latency: 5 days). Physician aspirated 80 cc of fluid off my knee that had a green tint to it (latency: 5 days). They ran the fluid that they drew off for gram stain cultures and uric crystals. No gout was diagnosed. Patient also had a high wbc (white blood cell) count of 16 (latency: 5 days), which typically run high and had a wbc count of 11. Patient's sedimentation rate and lymphocyte and rbw (red cell distribution width) were messed up (latency: 5 days). On (B)(6) 2018 of that same week, patient couldn't take the pain anymore. The knee was swollen again (latency: unknown). Patient went back to the office and more fluid was pulled again. Patient asked about original blood work and was told that the results were not back yet. Evidently the original sample got lost. On (B)(6) 2018, patient was still in pain and called the office again. Patient thought they were tired of complaining so much that they told her to go to the hospital. On (B)(6) 2018, patient went to the hospital. There more fluid off my knee was pulled off but they weren't going to numb it before draining it. There was no way that patient was going to let them do that because patient was in so much pain. It hurt too much. They said that they didn't have a numbing agent in the hospital. The personal assistant said that she didn't see an infection but stated that every time they poke the knee and enter the knee with a syringe it would increase the risk of infection. They were going to clean the leg out then, but patient was hysterical. Patient left the hospital and went home. On (B)(6) 2018, patient went back to her doctor's office and they were upset with her because they could tell that patient had an infection in the knee (latency: unknown). They put patient back in hospital. On (B)(6) 2018, they did a knee scope. Patient's paperwork from my visit stated that patient was placed in supine position and medial two influx and out were done-irrigation and debridement of knee. There were 7 bags of 21 l fluids used to clean out the knee. Patient was put on antibiotics. On (B)(6) 2018, patient left hospital. It was reported that patient had a 'pic' put in (latency: unknown) and had two weeks of people coming to the home to take blood work from her and patient had to give herself ivs for 6 hours daily for two weeks. Patient couldn't roll over because the pic in vein and couldn't lay on left side as that is the side with the hurt knee. This was a very big ordeal for patient. Patient suffered so much. No one at physician's office was doing anything about this. Patient's white blood cells came back to normal finally. Patient was in physical therapy, but still can't walk on left leg. It hurts all the time. Patient can't put weight on it. Patient was still using a walker. During the hospitalization, it was reported by patient that doctor did her surgery for the cleaning out her left knee. It was washed to remove any trace of infection. Final diagnosis was felt like someone was squeezing and twisting the muscles around knee, could not walk or bear weight on knee/can't put weight on left leg, could not walk/could hardly walk/still can't walk on left leg, couldn't take the pain/knee hurt, aspirated 80 cc of fluid off knee/pulled out more fluid again, sed rate and lymph and rbw were messed up, high white blood cell count of 16, knee full of fluid, knee was swollen again, had a pic put in vein and infection in knee. Patient reported that after the experience, she would not get the other 2 injections of hylan g-f 20, sodium hyaluronate. Patient reported that on an unknown date this shot destroyed her knee and she was only 61 years old. She reported that she was still on crutches or walker and had a pic line for infection, not to mention the pain that she went through. She said she had spent $6000 out of pocket and had to cancel her vacation in the fall due to this. She was still on rehab and it had taken time to get strength back in her leg. It was reported that as of (B)(6) 2018, patient still used crutches to walk. She was still having pain in the left knee. It was also reported that patient was always in pain. As per follow up report, the patient was prescribed ibuprofen 800 mg as per needed and was put on oxycodone for a few days. On (B)(6) 2019, patients physician reported that the patient was still having pain in that knee. Action taken: drug withdrawn. Corrective treatment: knee scope, unspecified antibiotics, irrigation and debridement of knee for infection in knee; physical therapy, walker user for could not walk/could hardly walk/still can't walk on left leg/still not walking; not reported for rest of the events. The patient outcome is reported as unknown for felt like someone was squeezing and twisting the muscles around knee and destroyed my knee; not recovered for rest of the events a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: unknown; local ptc number: (B)(4),global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization and intervention required for infection in knee, surgery; disability for could not walk/could hardly walk/still can't walk on left leg/still not walking. Additional information was received on 24-sep-2018. Global ptc number and its results were added. Text amended accordingly. Additional information received on 14-dec-2018 from the patient. New event of destroyed my knee added. Event verbatim updated for experienced infection in knee to experienced infection in knee/pic line for infection and could not walk/could hardly walk/still can't walk on left leg to could not walk/could hardly walk/still can't walk on left leg/still not walking. Clinical course updated, and text amended accordingly. Additional information was received on 19-dec-2018 from the patient. Event of surgery was added. Event verbatim for infection in knee/pic line for infection was updated to infection in knee/pic line for infection/ infection. Treatment updated and clinical course updated. Text amended accordingly. Additional information received on 07-feb-2019 from physician. Case became medically confirmed. Event details pertaining to knee pain added. Clinical course updated. Text amended accordingly.